Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 50-58 mg/dl between (B)(6) 2023 and (B)(6) 2023. The low bg causes were not known. The customer consumed carbohydrates to address all bg events. A system check was performed, and it was found that the customer was using cold insulin (humalog) within the pump supplies. Recommendation was made to consult with a healthcare provider to discuss diabetes management.